Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of migrated right essure coil was near the right abdominal wall and colon (seen as device dislocation into abdominal cavity) and hsg showed the left tube was not blocked (interpreted as device ineffective). Both fallopian tubes, migrated right coil and left coil were removed and both tubes were clamped after hsg already. After removal of fallopian tubes in 2014, she was hospitalized due to abdominal pain and bleeding (seen as genital bleeding) and as a result, her uterus was removed. An endometriosis was diagnosed. All these events are anticipated according to the reference safety information for essure, except for endometriosis. With regards to the event endometriosis, considering that a contributory role of the essure is unlikely as it has a local action at fallopian tubes, a causal relationship with essure can be excluded. In this case, the exact date and mechanism of device dislocation into abdominal cavity was not known. With regards to the other events, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated right essure coil was near the right abdominal wall and colon"), the first episode of abdominal pain ("after removal of fallopian tubes in 2014 had abdominal pain and bleeding"), genital haemorrhage ("after removal of fallopian tubes in 2014 had abdominal pain and bleeding") and endometriosis ("was hospitalized and endometriosis was diagnosed") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("hsg showed the left tube was not blocked"). On an unknown date, the patient started essure. In 2014, the patient experienced chest pain ("hat to take fmla for sharp chest pains"), the first episode of vaginal odour ("vaginal odor"), muscle spasms ("cramping hands, muscle spasm in thigh/hip, in feet near toes"), back pain ("lower back pain"), pain in extremity ("pain in my thighs"), the second episode of abdominal pain ("sharp right side pains"), migraine ("migraines"), fatigue ("fatigue"), memory impairment ("brain fog (memory issues)"), alopecia ("hair loss"), abdominal distension ("bloating") and hot flush ("hot flashes"). In 2016, the patient experienced vaginal infection ("strong vaginal odor and was diagnosed with infection and given some medications, has f/u appointment with doctor next week") with vaginal odour. On an unknown date, the patient experienced device dislocation (serious criteria disability, medically significant and clinically significant/intervention required), the first episode of abdominal pain (serious criteria hospitalization and clinically significant/intervention required), genital haemorrhage (serious criteria hospitalization and clinically significant/intervention required), endometriosis (serious criterion hospitalization), menorrhagia ("once implanted, I began to get menstruation every day for about 9 months causing to get on depo provera") and feeling abnormal ("brain fog (memory issues)"). The patient was treated with medroxyprogesterone (depo provera), surgery (both fallopian tubes and migrated right coil removed in 2014), surgery (left coil was removed and both tubes were clamped after hsg already), surgery (uterus was removed) and surgery (uterus was removed). Essure was withdrawn. At the time of the report, the device dislocation, first episode of abdominal pain, genital haemorrhage, endometriosis, vaginal infection, menorrhagia, chest pain, first episode of vaginal odour, muscle spasms, back pain, pain in extremity, second episode of abdominal pain, migraine, fatigue, feeling abnormal, memory impairment, alopecia, abdominal distension and hot flush outcome was unknown. The reporter provided no causality assessment for device dislocation, the first episode of abdominal pain, genital haemorrhage, endometriosis, vaginal infection, menorrhagia, chest pain, the first episode of vaginal odour, muscle spasms, back pain, pain in extremity, the second episode of abdominal pain, migraine, fatigue, feeling abnormal, memory impairment, alopecia, abdominal distension and hot flush with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was left tube was not blocked. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of migrated right essure coil was near the right abdominal wall and colon (seen as device dislocation into abdominal cavity) and hsg showed the left tube was not blocked (interpreted as device ineffective). Both fallopian tubes, migrated right coil and left coil were removed and both tubes were clamped after hsg already. After removal of fallopian tubes in 2014, she was hospitalized due to abdominal pain and bleeding (seen as genital bleeding) and as a result, her uterus was removed. An endometriosis was diagnosed. All these events are anticipated according to the reference safety information for essure, except for endometriosis. With regards to the event endometriosis, considering that a contributory role of the essure is unlikely as it has a local action at fallopian tubes, a causal relationship with essure can be excluded. In this case, the exact date and mechanism of device dislocation into abdominal cavity was not known. With regards to the other events, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information cannot be obtained.